Event description:
Reportedly, this device was explanted after approx a 2 year, 6 month implant duration, due to mitral insufficiency and severe perivalvular leak.

Manufacturer narrative:
Device not returned.